Event description:
Pt's family member called regarding the pt's pump. They said there are no alarms or audible sound from the pump. They also said that over the weekend they had an occlusion during the night and the display said 070. Pt awoke the next morning with a blood glucose level of 450 and ketones.